Manufacturer narrative:
The reported issue that the pcu devices had "a lot" of keypad issues, specifically with the power button could not be confirmed; no product or device logs were returned to customer advocacy (cad) for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd has initiated a recall of the pcu keypad assembly in august of 2020 for the issues of unresponsive keys or stuck keys that induce a system error. The recall covered devices that were manufactured from 07apr2017 to the present. The CAPA pr 1120033 was opened to investigate the keypad related issues. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(6) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(6) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the pcu devices had "a lot" of keypad issues, specifically with the power button. The device was not in use on a patient when this malfunction occurred. Although requested, further information was not provided.

Manufacturer narrative:
The reported issue that the pcu devices had "a lot" of keypad issues, specifically with the power button could not be confirmed; no product or device logs were returned to customer advocacy (cad) for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time; however bd has initiated a recall of the pcu keypad assembly in (B)(6) of 2020 for the issues of unresponsive keys or stuck keys that induce a system error. The recall covered devices that were manufactured from 07apr2017 to the present. The CAPA pr (B)(4) was opened to investigate the keypad related issues. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
It was reported that the pcu devices had "a lot" of keypad issues, specifically with the power button. The device was not in use on a patient when this malfunction occurred. Although requested, further information was not provided.